Manufacturer narrative:
G5:510(k)#: k102985. B4:16ul2021. The customer did not request that an authorized service personnel (asp) engineer be dispatched to the site. The customer called to report the issue and to order a battery. The customer¿s dealer replaced the battery to resolve the issue and bring the device back to functionality.

Event description:
It was reported to philips that the device had a power fault. The device was not in clinical use at the time of the event. There was no report of patient or user harm.